Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - non-malignant pain/ chronic low back pain. It was reported that the patient's implanted battery would no longer charge. Patient inquired on if the battery could be rejuvenated/revived or if they would have to get another implant. It was reported the patient was implanted 5 years ago or so. No symptoms were reported. No further complications were reported/anticipated.